Manufacturer narrative:
The failures leading to motor stall (error code 242.4030) was confirmed and replicated during testing. This device was evaluated and repaired through the service repair process. Upon visual inspection the service technician noted that they replaced logic board for 242.4030 error for logic board issue. Device affected by keypad recall. Based on the findings, service determined that the proximate cause of the reported issue was due to electrical failure of the logic board - circuit failure (error code 242.4030). A review of the device history record showed the device had a manufacture date of 06aug2018. The review was performed from the date of manufacture to the date of product release for distribution. A review of the device history record for sn(B)(6) was performed which confirmed that this device was not involved in a production failure which correlates to the customer reported issue. A review of the complaint history record was performed for the sn(B)(6) which did not confirm similar complaints with the same or related failure mode for this customer.

Event description:
It was reported that the device has a logic board issue. No additional information was provided. There was no patient involvement.

Manufacturer narrative:
The affected device has been received and an evaluation is pending. A follow up report will be submitted once the evaluation is completed.

Event description:
It was reported that the device has a logic board issue. No additional information was provided. There was no patient involvement.